Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during software upgrade. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to upgrade it's software was observed. The device's software was reloaded to address the issue.